Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received that indicated that there was some suspected atrial undersensing observed on stored episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.